Event description:
The patient had a change in body mass and started yoga. A week later, she noticed 'intermittency'. Two weeks after the battery ran out. The patient felt no stimulation when the device was turned on. The patient tried to recharge for 3-4 hours. The patient recharger and programmer would not establish communication with the implantable neurostimulator (ins). The patient was not able to use the recharger belt or spacers. The patient didn't have an hcp to manage her device. Field staff were contacted on her behalf. The patient hadn't recharge her device for 2.5 months. The patient was seen in clinic several days after the original complaint. Error code 591 was seen on the patient programmer. A physician mode recharge was attempted twice, but did not fix the telemetry problem. The device could not be interrogated with the patient or physician programmer. The patient was seen in clinic again approximately 2 weeks later and the manufacturer's representative was unable to perform a physician mode recharge after 2 hours of troubleshooting. It was unknown if the battery was overdischarged. The ins was unresponsive to telemetry attempts by the physician programmer, the patient programmer and recharger. The device was replaced.